Event description:
During a shoulder procedure, the patient received a small burn on the right side of the rib cage where the grounding pad was placed. It was reported that there was never any ground fault alarm. The sales rep. Believes the grounding pad was put on the patient before they were placed on the beach chair and that caused a gap in the grounding pad.